Event description:
It was reported that, this right ventricular (rv) lead was explanted due to unknown product performances issues. Originally, it was implanted at the left-bundle branch. No additional adverse patient effects were reported.